Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient noted their remote home monitor exhibited a solid red light. Boston scientific patient services explained that this would mean there could potentially be an issue with the device and they should contact their clinic. The clinician called in the following day and stated the patient did come into the office for an interrogation. However the clinician did not provide any further details relating to the possible issue. At this time the device remains in service and no adverse patient effects were reported.